Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 6940-52 implantable defibrillation lead, 2000-(B)(6).

Event description:
It was reported that the right ventricular lead had low impedance and high threshold. The lead was explanted and replaced. The atrial lead was explanted and replaced secondary to adhesion to the right ventricular lead. No patient complications have been reported as a result of this event.